Manufacturer narrative:
Patient weight and date of event were asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced allergic reaction using the comfort splint device. The patient developed aphthous ulcers (small shallow sore inside the mouth) on both upper and lower lip the day after wearing the device. The ulcers disappeared once patient stopped using the device for several days. The device was stored in provided case and was washed only with warm water. No soap or detergent was used. The dentist did not have record regarding when the patient first experienced the reaction.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results no DHR was available for review. The device was fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the returned parts included an upper tray in an original case. The device was visually inspected and the results were summarized below. Roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - discolored (yellow) due to normal usage. General cleanliness - the device was clean. Case was returned in a good condition with label. Root cause: the root cause cannot be explicitly determined. IFU 9091 rev 3.0 (comfort bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, it was reported that the patient used warm water to wash and maintain the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results no DHR was available for review. The device was fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the returned parts included an upper tray in an original case. The device was visually inspected and the results were summarized below. Roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - discolored (yellow) due to normal usage. General cleanliness - the device was clean. Case was returned in a good condition with label. Root cause: the root cause cannot be explicitly determined. IFU 9091 rev 3.0 (comfort bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, it was reported that the patient used warm water to wash and maintain the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.